Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. No further actions are required, as the device was implanted.

Event description:
Physician reported, left side non-device related loss of skin sensation. And non-device related loss of nipple sensation. Healthcare professional later reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side non-device related loss of skin sensation and non-device related loss of nipple sensation. Healthcare professional later reported left side rupture. Device has been explanted.